Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy due to oversensing of noise. Subsequently, the lead was explanted. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 13.3-13.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and oversensing. External insulation abrasion was noted at 40.3-40.8cm and 40.4-41.0cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 32.0-32.5cm from the distal tip. The etfe coating was intact at these locations.